Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information notes that programming changes were made, and patient was in stable condition.